Event description:
The event is reported as: complaint alleges: customer called to report that when the davinci applier is used to grab a clip, the green material from the cartridge is scraped and comes off with the clip. This was not noticed until the clip was used inside the pt and the green material was retrieved from the pt. This is the first of three complaints. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Device sample not received by MFR in time for this report. A device history record (DHR) review did not show issues related to complaint.